Manufacturer narrative:
Ead: model 3093-28, lot #v560341, implanted: (B)(6) 2010. Programmer: model 3037, serial #(B)(4).

Event description:
It was reported the patient had "some" increase in leakage and wanted to increase the stimulation settings to try to resolve the issue. The patient, however, did not have a programmer to adjust the stimulation because, it was lost. It was noted the patient's symptoms were not where the patient's health care professional (hcp) thought they should be. Later, the patient's hcp reported the patient fell on her buttocks and traumatized the device. Impedances were high, and the device was reprogrammed. The hcp stated the patient recovered without sequela. See MFR report # 3004209178-2012-00960 for information pertaining to a second device the patient had implanted at the time of the event.